Event description:
I received a fisher & paykel nova micro mask fit kit from apria direct (order #(B)(4)) yesterday. It was immediately difficult for me to breathe while wearing it. Thinking that I just needed to get used to it, I kept in on for about 20 minutes. I started feeling like I was suffocating, so I took it off and checked the settings on my airsense 10 CPAP machine to be sure that wasn't the problem. Then, I noticed that the nova micro mask I received has no exhaust holes despite the marketing literature and instruction guide clearly showing exhaust holes. I'm sure I don't need to tell you that exhaust holes are essential to exhalation of carbon dioxide when using a CPAP. This mask is clearly defective due to a critical manufacturing step being overlooked. If a person with more significant heart or pulmonary issues had used this mask, they could have died. All sales of this mask should be suspended until this issue can be fully investigated and resolved. I have also reported this situation to apria and fisher & paykel.